Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system has a medical necessity for magnetic resonance imagery (MRI) scan. The implanted closed loop stimulator (cls) was replaced with a cls that has MRI conditional labelling.